Event description:
Mic gastrostomy feeding tube placed for patient for several hours when it slipped out completely. The physician noted that the balloon on the tube was leaking fluid which caused the tube to displace. The patient was returned to surgery for a new feeding tube placement. This incident occurred at a different campus.